Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of perforation, as listed in the voyager nc instructions for use, is a known adverse event associated with coronary angioplasty procedures. Perforations can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 4.0 x 16 graftmaster and the 3.0 x 16 mm graftmaster, are each being filed under separate MFR numbers.

Event description:
It was reported that a perforation occurred during predilatation of the right coronary artery with a 4.0x12 mm rx voyager nc. The first grafmaster was deployed to treat the perforation; however, some leaking was still noted. The second graftmaster was deployed proximal to the first graftmaster; however, leaking was still noted. A non-abbott stent delivery system balloon that had been used previously in the procedure was advanced and inflated and was able to successfully treat the perforation. The patient is reported to be well and has since been discharged. No additional information was provided.